Event description:
The physician successfully deployed a taxus express2 3.0 x 8 mm drug eluting stent in a mildly calcified, mildly tortuous, 99% stenosed proximal left anterior descending artery (lad). The lesion was predilated with a voyager otw 2.5 x 12 mm balloon. The physician then attempted to stent distally with a taxus express2 3.0 x 16mm drug eluting stent. However, was unable to cross through the previously deployed taxus stent. During withdrawal of the undeployed taxus stent a dissection occurred in the lad. The physician successfully completed the procedure with three 2.5 x 12 mm voyager stents. Patient status is reported to be "stable and fine".